Manufacturer narrative:
The customer reported that the cns will occasionally freeze. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns will occasionally freeze. A power cycle will fix the issue. The issue is most likely the hdd. The bme will purchase a new hdd. He will get the ip, the printer ip, the software version, and save the settings.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns will occasionally freeze. Customer ordered a new hard disk drive which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.